Manufacturer narrative:
Device evaluated by MFR: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 65mm in length and extended from a position 16mm distal of the proximal markerband to 4mm distal of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed in a moderately tortuous and non-calcified radial artery. The balloon ruptured on the second inflation at 20 atmospheres for 30 seconds.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed in a moderately tortuous and non-calcified radial artery. The balloon ruptured on the second inflation at 20 atmospheres for 30 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.